Event description:
Engineering triggered an investigation based upon a review of failure during production testing. These failures involved an electrically leaky capacitor, c11, on the pacing/interconnect pcb. Capacitor leakage could result in minor variations in pacer pulse width to an inability to deliver pacing therapy.